Event description:
The article, "the navigiister: transcatheter aortic valve implantation with the navitor platform in bicuspid anatomy", was reviewed. The article presented a retrospective, multicenter study to provide preliminary data on the efficacy and the safety of the navitor valve in bicuspid aortic valve (bav). Devices included in the study were solely navitor valve. The article concluded that the navitor transcatheter heart valve (thv) appears to be a safe and effective treatment option for patients with severe bicuspid aortic stenosis. Larger registries and comparison with different platforms are required to validate these outcomes. [The primary and corresponding author was chiara de biase, groupe cardio-vasculaire interventionnel, clinique pasteur, toulouse, france, with corresponding email: cdebiase@clinique-pasteur.com]. The time frame of the study was from october 2021 to august 2024. A total of 47 patients were included in the study, of which all received an abbott device. The average age was 83.7 years and the majority gender was female. Comorbidities included hypertension, diabetes, dyslipidemia, chronic obstructive pulmonary disease, coronary artery disease, prior cardiac surgery, prior percutaneous coronary intervention, and bicuspid aortic valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: the navigiister: transcatheter aortic valve implantation with the navitor platform in bicuspid anatomy.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, chronic obstructive pulmonary disease, coronary artery disease, prior cardiac surgery, prior percutaneous coronary intervention, and bicuspid aortic valve. Complications reported included death, surgical intervention (conversion, valve-in-valve, pacemaker), unexpected medical intervention (post-dilatation), stroke, iatrogenic aortic dissection, shock, valve migration, paravalvular leak, and off label use. The reported IFU deviation/off-label use was associated with implanting navitor valve in native bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It was reported that navitor valve was implanted in native bicuspid aortic valve. It should be noted that the navitor¿ transcatheter aortic valve implantation system, instruction for use (IFU), states: the valve is contraindicated for patients with any leaflet configuration other than tricuspid. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature: the navigiister: transcatheter aortic valve implantation with the navitor platform in bicuspid anatomy